Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. Additional information was received indicating the patient was brought into clinic. Multiple measurements were taken and the out of range measurements could not be duplicated. Additional information was received indicating noise was later observed during in clinic testing. An invasive procedure was performed. The rv lead was surgically abandoned and successfully replaced. No adverse patient effects were reported during the procedure. The device remains implanted.